Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that: doctor inserted a cvc in vessel and removed the needle. Swg inserted in peripheral venous line, removed it and leaving the swg in place. The catheter of the kit is advanced through the swg and set in place. During its removal, the swg unravelled. Additional information: the guide wire was from our arterial catheter kit. The other devices were from another supplier. A hematoma was present at the access site and another puncture site was needed. The patient was reported as stable post the procedure.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: doctor inserted a cvc in vessel and removed the needle. Swg inserted in peripheral venous line, removed it and leaving the swg in place. The catheter of the kit is advanced through the swg and set in place. During its removal, the swg unravelled. Additional information: the guide wire was from our arterial catheter kit. The other devices were from another supplier. A hematoma was present at the access site and another puncture site was needed. The patient was reported as stable post the procedure.

Event description:
It was reported that: doctor inserted a cvc in vessel and removed the needle. Swg inserted in peripheral venous line, removed it and leaving the swg in place. The catheter of the kit is advanced through the swg and set in place. During its removal, the swg unravelled. Additional information: the guide wire was from our arterial catheter kit. The other devices were from another supplier. A hematoma was present at the access site and another puncture site was needed. The patient was reported as stable post the procedure.

Manufacturer narrative:
(B)(4). The customer report of an unravelled guide wire was confirmed through complaint investigation of the returned sample. The customer returned one, opened sac kit including a guide wire for analysis. Signs of use were observed. Visual analysis revealed that the guide wire was unravelled towards the distal weld. One bend was observed towards the center of the guide wire body. Microscopic examination confirmed that the core wire was broken adjacent to the distal weld and the weld was present at the end of the coil wire. The exposed distal core wire tip was tapered at the point of separation. The distal and proximal welds were both present and spherical. The guide wire met all relevant dimensional requirements, and a device history record review did not reveal any evidence of a manufacturing related issue. Functional inspection could not be performed due to the damage to the guide wire. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only**

Event description:
It was reported that: doctor inserted a cvc in vessel and removed the needle. Swg inserted in peripheral venous line, removed it and leaving the swg in place. The catheter of the kit is advanced through the swg and set in place. During its removal, the swg unravelled. Additional information: the guide wire was from our arterial catheter kit. The other devices were from another supplier. A hematoma was present at the access site and another puncture site was needed. The patient was reported as stable post the procedure.